Manufacturer narrative:
The event occurred on an unknown month and date in 2018. The device was manufactured may 25, 2017 - may 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor balloon was observed to have unspecified damaged. This was noticed prior to use. There was no patient involvement. No additional information is available.